Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was 7mm distal to the proximal touch-up. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. Based on the analysis, there is no evidence that the device failed to meet specification prior to shipping. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-feb-2015. It was reported that balloon leak occurred. After a 0.035 non bsc guide wire crossed the target lesion, a 5.0 x 40, 75cm mustang¿ balloon catheter was advanced. An attempt was done to dilate the lesion however it was noted that there was a contrast media leakage from the proximal side of the balloon. The device was completely removed from the patient and the procedure was completed using a mustang¿ balloon catheter of different size. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.